Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was down. During troubleshoot, the fse identified that control module standard ER was defective. To resolve the issue, the philips engineer replaced control module standard ER, downloaded device software, and ensured no faults were detected after functional test. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the geometry module was defective and that the system was down. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.